Event description:
The manufacturer received information alleging the pilot reading test step had failed on a trilogy evo o2 device. The device was not in patient use. The trilogy evo o2 device was evaluated by a third-party service engineer (se). The device evaluation found the active exhalation control module (aecm or proportional valve) and three-way (3-way) solenoid valve had caused the pilot reading test step to fail on the device. The third-party se replaced the device's active exhalation control module (aecm or proportional valve) and 3-way solenoid valve to address this issue. After the third-party se replaced the parts on the device, the device was placed back into service.